Manufacturer narrative:
As reported, the stent on a 6 mm x 60 mm smart control vascular self-expanding stent (ses) delivery system could not be deployed. There were no reported injuries to the patient. Additional information was requested but not provided. The product was reported as unable to be deployed/released during use. The device was not returned for evaluation as previously expected. Addendum: the device shows a partial deployment on device receipt for evaluation however; the issue of partial stent deployment likely occurred during transportation according to the sales representative. One non-sterile pkg assy 6 x 080 smart vas120 cm device involved in the reported complaint was returned for investigation. Visual inspection showed that the tuning dial was correctly assembled to the inner shaft tube. Additionally, the deployment lever was in the manufacturing position, the locking pin was not present with the device, the flushing valve was present, and the catheter tip was also present. The stent was found to be partially deployed and showed no abnormal conditions to report. Furthermore, a crack was observed in the outer sheath, and a separation of the inner shaft was identified approximately 120 cm from the distal tip. A deployment simulation was attempted; however, it could not be completed because the conditions observed on the unit received compromised the deployment mechanism. The usable length dimensional evaluation could not be performed due to the condition of the unit, which prevented accurate measurement. A high-magnification evaluation was performed to examine the cracked portion of the outer sheath and the separated edges of the inner shaft. During this analysis, elongation patterns were observed on the affected areas, which are commonly associated with the application of high tensile forces. The reported stent delivery system deployment difficulty unable could not be verified because functional deployment testing could not be performed due to the condition of the returned device, which compromised the deployment mechanism. The exact cause cannot be conclusively determined. Evaluation identified a partially deployed stent, a cracked outer sheath, and a separated inner shaft approximately 120 cm from the distal tip. According to the sales representative, the partial stent deployment likely occurred during transportation after the device was returned. High-magnification analysis of the cracked outer sheath and separated inner shaft demonstrated elongation patterns consistent with the application of excessive tensile forces. Based on the information available for review, procedural and handling factors likely contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Post-deployment stent dilatation: advance the deployment lever to its pre-deployment position (figure 1) while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent on a 6 mm x 60 mm smart control vascular self-expanding stent (ses) delivery system could not be deployed. There were no reported injuries to the patient. Additional information was requested but not provided. The product was reported as unable to be deployed/released during use. The device was not returned for evaluation as previously expected. Addendum: the device shows a partial deployment on device receipt for evaluation however; the issue of partial stent deployment likely occurred during transportation according to the sales representative. Product evaluation findings show the inner shaft had a separated condition.